Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after intubation, the patient's oral secretion had refluxed which resulted in occasional shortness of breathing. The device was replaced and the patient became stable. It was found that the device that was removed was deformed.